Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged intermittent power issue. It was reported that the battery compartment threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: investigators duplicated the intermittent power complaint during testing by using the returned battery cap. The battery cap threads were damaged, the coin slot was worn and the battery cap contact height did not measure within specification. In addition, investigation revealed a crack in the battery compartment. The review of the black box data showed evidence of unexplained power reboots. The pump was exercised with a test battery cap for 24 hours with no power interruptions. Upon removal of the pump case, no evidence of moisture or loose components was observed internally. Unrelated to the original power complaint, upon using a test battery cap, the pump powered on to a dim and discolored display.